Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high impedance of over 10,000 ohms on contact 7 which is not used in therapy. When the hcp wanted to turn stimulation up on the right side a charge density warning appeared. Impedance of the involved contacts is around 700 ohms. There was no patient impact reported. Additional information was received indicating that the only information that showed was the contact 7 being greater than 10,000 ohms. In addition, the contact was not involved in the programmed settings, so no actions/interventions were planned. The cause was unknown. The issue was not resolved at the time of the report because of this contact not being involved in the programmed settings. In regard to the charging density warning, the cause of the issue appeared to be in relation to the very high pulse width and the settings have been adapted.